Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported separation could not be determined; however, the reported surgical intervention and hospitalization appear to be related to circumstances of the procedure. Possible factors that may contribute to a separation may include, but not limited to, manufacturing damage, inadvertent mishandling of the device, interaction with the anatomy and physician applies excessive force against resistance. In this case, a conclusive cause for the reported separation could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ni to no.

Event description:
Subsequent to the previously filed report, it was reported that the nc trek balloon catheter was used successfully; however, during removal, the device separated in two pieces. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated.

Event description:
It was reported that the stem [shaft] of the 4.00x12mm nc trek rx balloon dilatation catheter, broke during removal. The inflated balloon was in the coronary and removed via surgery. No additional information was provided.